Event description:
It was reported that the ultrasafe x100l pr clear ssl nvs stein experienced a broken/separated safety device. The following information was provided by the initial reporter: when the physician checked the reversed blood while trying to administer xolair, the plunger rod (not stopper) fell to the floor. The plunger was returned to the original position, then the pfs was returned to the pharmacy department. The needle guard did not activate when administration.

Manufacturer narrative:
The following information has been updated: h6: investigation summary: unconfirmed: no evidence provided. Investigation conclusion: the customer issued a complaint for one plunger rod separated from the syringe during use. This complaint was reported from the market by the end user. Nobody was affected or harmed. No sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. A review of the quality history within the sap system has been performed. No issue was identified during the production which could cause the reported condition. Bdm-ps performed a review of the supplier certificate of compliance. The batch involved in this complaint met all acceptable quality levels (aql¿s), and was manufactured and released according to applicable procedures and specifications. Without sample evidence and additional information, bdm-ps cannot perform a deeper investigation nor determine a specific root cause for the reported condition. Based on the investigation conclusion, bdm-ps was not able to confirm the detection of the symptom perceived by the end user or correlate this symptom with a potential cause linked to bdm-ps process. As a consequence, bdm-ps does not propose any corrective or preventive action in the scope of this complaint. However, this event has been logged in our complaint system and may trigger additional internal actions in case of abnormal trending. H6: method codes: 4119. H6: result codes: 4247 h6: conclusion codes: 4316.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ultrasafe x100l pr clear ssl nvs stein experienced a broken/separated safety device. The following information was provided by the initial reporter: when the physician checked the reversed blood while trying to administer xolair, the plunger rod (not stopper) fell to the floor. The plunger was returned to the original position, then the pfs was returned to the pharmacy department. The needle guard did not activate when administration.